Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump did not work at all. Troubleshooting was performed. Customer stated the insulin pump stopped working after moisture exposure from the swimming pool. Insulin pump will be returning for analysis.

Manufacturer narrative:
Unit was received with a critical pump error (open book error) and pump error found in the formatted history file due to corroded electronic assembly. The motor assembly found with traces of corrosion per visual inspection. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unit was received with cracked case on the back at the battery tube area, belt clip rail corner and battery tube threads. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay.